Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, it was noted the existing ventricular lead was unable to be inserted into the device. The sales representative presented to the hospital to investigate and at that time noted the lead pin was completely inserted into the device header and was unable to extract. It was attempted to rotate the lead in reverse, in which an unstable shaft was observed. It was determined that the loosened pin was inserted at a slant and had been excessively rotated. As a result, the setscrew would not engage. The device was removed and replaced. The ventricular lead remains in use. No patient complications have been reported as a result of this event.